Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s current blood glucose value was 423 mg/dl, 500 mg/dl initially but now it lowered to 375 mg/dl. The customer did not provide information about symptoms and treatment. The insulin pump alarmed no delivery. Customer stated that insulin pump was not delivering. It won't pump at all, she would take the pump off and rewind and prime, and she hooks it up to her body and it will say no delivery. She has changed the site and it is still alarming. The customer was advised to reinsert reservoir into insulin pump and run manual prime to at least 5.0 units. Customer stated the insulin pump did not alarm no delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery or occlusion alarm noted.